Event description:
On (B)(6) 2012 the patient contacted animas alleging that the audio bolus button is intermittently unresponsive. The patient reportedly wears the pump in a case on a belt, and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged bolus button issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 11/18/2015-product analysis: the device was returned and evaluated by product analysis on 11/05/2015 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. A battery compartment crack was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.